Manufacturer narrative:
(B)(4). The batch manufacturing record review confirmed there was no manufacturing nonconformity recorded regarding this lot number. The actual sample was not available for investigation. However, pictures and a video of the impacted prismaflex m100 set ckt were provided and a visual inspection revealed a fluid leak at the level of the discharger ring of the effluent line. The reported condition was confirmed. The discharger ring is ungluing from the effluent line, which caused the reported leakage. The operators were retrained on proper procedure however, the incriminated lot was manufactured before the implementation of these actions. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during use, 1 unit of prismaflex m100 set had fluid leakage at the electrostatic discharger ring. An unspecified alarm was triggeed during priming, but the prime self-test barely passed. Then the alarm triggered again before the blood reached the blood leak detector during treatment. There was patient involvement but no patient impact and no medical intervention. No additional information is available.